Event description:
It was reported to philips that the system generated a remote alert indicating the tube current was out of range, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.